Event description:
It was reported that the lead was used after the "use before" date. It was further reported that the physician will not be explanting the expired lead and will communicate the incident with the patient and does not want medtronic to notify the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.